Event description:
The user facility reported that a 2-year-old male cat was sedated using the involved terumo surguard 3, 25 gauge, 5/8 "length. The cat received an intramuscular injection for sedation before the start of a surgical procedure. The injection was given in the right hindleg. Upon removal of the needle, it was noted that the entire needle was left in the muscle and the needle broke at the hub. The cat was referred to a large specialty hospital and the needle was removed using fluoroscopy. The cat survived the procedure and is doing well. Surgical removal of the needle from the right hindleg using fluoroscopy. Patient injury and/or medical or surgical intervention required. Patient condition is stable. The event occurred intra-operative.

Manufacturer narrative:
A1: patient identifier: orange, nuetered, male domestic short hair feline. A4: weight: 5.36 lbs. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: senior medical veterinary officer. The actual device is not available for return, therefore the details of the actual condition of the sample as was unable to be determined. Retention samples were visually inspected and confirmed free from any tilted cannula, bent cannula, or damage on cannula that might lead to the complaint. Retention samples were subjected to simulation. The syringe with safety needle was punctured into the rubber cork. A manual cannula bending test was conducted wherein the needle was bent 45° from left to right 40 times. A total of six (6)complaints were received from the previous two fiscal years to the present for the same issue where the cause was not identified related to our product and production process. The root cause of the complaint could not be identified to be related to our production or manufacturing process. A review of the product's lot history file revealed no issues that were encountered during the production of the reported lot. Our cannula is supplied with raw material that complies with iso 9626, particularly on stiffness and breakage. We have a series of inspections from the needle assembly process to the outgoing process that check the conditions of the safety needles. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of terumo (philippines) corporation (manufacturer) registration no. 3003902955.